Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto bipap device. The patient has alleged eye irritation nose irritation respiratory tract irritation dizziness and/or headache nausea / vomiting. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.